Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted into the patient along with concurrent cystoscopy due to stress urinary incontinence, rectocele, cystocele. It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted into the patient along with concurrent cystoscopy with hydrodistention, anterior and posterior colporrhaphy, bilateral sacrospinous fixation due to stress urinary incontinence, rectocele, cystocele, and pelvic organ prolapse. It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted into the patient along with concurrent cystoscopy with hydrodistention due to stress urinary incontinence and cystitis. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.